Event description:
It was reported that using a stent graft post angioplasty of a forearm fistula, the delivery system jammed and would not deploy. The stent just started to come out but would not advance any further. The tracking path was 3cm or so and was not tortuous or calcified. An 8 fr. Sheath and .035 wire were used for the procedure. There was no injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample evaluation could not be performed as the complaint sample was discarded by the user facility. Based on the information available, the result of the investigation is inconclusive and the root cause of the event could not be determined.